Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2017-07191. Follow-up indicated surgical intervention was undertaken wherein the leads were explanted to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2017-07191. It was reported the patient's lead migrated within the epidural space. Surgical intervention is pending to address the issue. Note: both leads are being reported as it's unknown which contributed to the issue.